Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that there were concerns with the patients wr. A por message appeared on screen. The date and time on the smart programmer were off by several years (january 2017). Recharger codes also popped up, but they were still able to rechargeafter clearing them. Caller reported the patient had seen three different codes: 1719, 1708, and 1707. Caller reported patient saw 1719 "repeatedly," and saw 1707 once or twice. No specification was provided on how frequently 1708 was seen. Caller reported the patient recently lost 50 lbs. The patient had had recent strokes, but no MRI's as they were ineligible due to abandoned lead fragment. Caller denied patient had any other implanted devices. Agent advised caller to reset recharger and handset, and to ensure the battery could be palpated when trying to recharge. Agent informed that weight loss could have shifted how ins is sitting in the pocket. Caller was unable to provide the specific times it was that the patient was seeing the error codes. Agent advised the caller to print recharger usage log. Caller stated they would also have the patient call in when they were actively seeing an error code on the screen.

Manufacturer narrative:
Continuation of d10: product ID a52200, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.